Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported an air embolism and st elevation noted. The procedure cancelled. During a pulmonary vein isolation (pvi) procedure, a versacross connect for faradrive was selected for use. The transseptal puncture was performed using versacross connect. The dilator and rf wire were removed from the faradrive, and a syringe was used to confirm air removal. After performing transseptal with versacross connect, the dilator and guidewire were removed and air was noted during flushing to check for air. No leak noted. Complication noted prior to farawave catheter being in body. Using a non-boston scientific mapping catheter (hdgrid), st elevation was observed in the inferior leads during left atrium mapping. A coronary angiography (cag) was performed urgently, but during preparation, ventricular fibrillation and shock-like vital signs were observed. Cag was performed while pcps (percutaneous cardiopulmonary support) was also being prepared. A contrast image that appeared to be air embolism was obtained from right coronary artery mid. Pvi was discontinued and a whole-body CT scan was performed. After the procedure, the physician confirmed that when advancing the faradrive into the left atrium and checking for air using the syringe, the three-way stopcock was found to be in an open-air position. Although air was drawn with the syringe, blood was subsequently drawn as well, so it was assumed that the air had been completely removed, and pre-mapping proceeded. The physician's opinion was that air had likely entered because the faradrive sheath's stopcock had been in the open-air position. The patient went into cardiac arrest; pcps and iabp (percutaneous cardiopulmonary support and intra-aortic balloon pumping) were performed. Chest compressions were performed during cardiac arrest. No infarcted regions were noted on the CT scan. The patient has recovered and was sent ambulatory. The patient was admitted for an extended period of time and had been discharged. The device is not expected to be returned for analysis (infection/contamination).

Manufacturer narrative:
Correction to the initial MDR in block(s) patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported an air embolism and st elevation noted. The procedure cancelled. During a pulmonary vein isolation (pvi) procedure, a versacross connect for faradrive was selected for use. The transseptal puncture was performed using versacross connect. The dilator and rf wire were removed from the faradrive, and a syringe was used to confirm air removal. After performing transseptal with versacross connect, the dilator and guidewire were removed and air was noted during flushing to check for air. No leak noted. Complication noted prior to farawave catheter being in body. Using a non-boston scientific mapping catheter (hdgrid), st elevation was observed in the inferior leads during left atrium mapping. A coronary angiography (cag) was performed urgently, but during preparation, ventricular fibrillation and shock-like vital signs were observed. Cag was performed while pcps (percutaneous cardiopulmonary support) was also being prepared. A contrast image that appeared to be air embolism was obtained from right coronary artery mid. Pvi was discontinued and a whole-body CT scan was performed. After the procedure, the physician confirmed that when advancing the faradrive into the left atrium and checking for air using the syringe, the three-way stopcock was found to be in an open-air position. Although air was drawn with the syringe, blood was subsequently drawn as well, so it was assumed that the air had been completely removed, and pre-mapping proceeded. The physician's opinion was that air had likely entered because the faradrive sheath's stopcock had been in the open-air position. The patient went into cardiac arrest; pcps and iabp (percutaneous cardiopulmonary support and intra-aortic balloon pumping) were performed. Chest compressions were performed during cardiac arrest. No infarcted regions were noted on the CT scan. The patient has recovered and was sent ambulatory. The patient was admitted for an extended period of time, and had been discharged. The device is not expected to be returned for analysis (infection/contamination).